Manufacturer narrative:
(B)(4) upon receipt, the lariat suture delivery device, lot number 11201391, was visually and functionally inspected pursuant to specific atricure investigation procedures. The complaint was not confirmed, device met specifications.

Event description:
An 82-year-old female patient underwent an off-pump heparinized left atrial appendage (laa) closure with lariat procedure. After appropriate placement on the laa, the lariat suture would not fully deploy. Once the snare was freed and the lariat was withdrawn completely, bleeding was observed from softip sheath. Procedure was converted to an open chest procedure via median sternotomy. An atriclip was placed on the laa to resolve the bleed. The patient is recovering post procedure. This was a procedural complication and there was no device malfunction.